Event description:
(B)(4). On (B)(6) 2013, (B)(6) received info of problems with a tandemheart system. Per (B)(6)..."(B)(6) did a case late last night that didn't go so well... The pt was doing fine and arrested unexpectedly (prior to tandemheart use) so it was emergent priming and implantation. There were new circulatory support technicians in the room that may have contributed. Further discussion between mr sears and andre at the site confirmed that the likely cause was use of the system in an emergent situation with a crashing pt, and new technicians that struggled with setup under pressure.